Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including a usage environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, stains on the image guide bundle due to external factors, bending angle insufficient due to elongation of the angle wire, flexible tube of the insertion section crushed, coating of the ig coil peeling off. (1mm2 or more), water tightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, scratches found on operation part, scratches found on switch box, scratches found on grip, scratches on angle lever, scratches found on the up/down plate, scratches found on universal cord, scratches found on operation part side oredome of the universal cord part, and scratches found on scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on an evis lucera bronchofibervideoscope, for stains on the image guide bundle due to external factors. Upon inspection and testing of the customer returned device, coating of the image guide serpentine was found peeling off. (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.